Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor is slightly deformed at its proximal end but not fractured. The distal plug has been deployed into the distal anchor and has no visible defect. The proximal anchor is on the insertion device with no visible defect. The insertion device has no visible defect. Bio debris is present on all the components. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A definitive root cause could not be determined. Factors that could have contributed to the anchor deformation include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff, one (1) healicoil knotless anchor broke, and then it was removed with tweezers. No void left. The patient's status is fine. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.